Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they are unable to clear it. Customer mentioned that the buttons may have been pressed for more than three minutes. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.